Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure.

Event description:
Patient reported a left side implant exchange from textured to smooth due to the patient's concern with the product. Patient later reported "capsular contracture baker grade unknown." Device remains implanted.

Event description:
Healthcare professional additionally reported "capsular contracture, baker grade IV." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure: particles, wear abrasion and creases were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional, additionally reported, "capsular contracture, baker grade IV". The device has been explanted.